Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.